Event description:
Customer reported the workstation will not boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the single board computer, and the system interface board.